Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist (tss) dialed into the server and restarted services, including data synchronization, maintenance, external message, net tcp (transmission control protocol) port sharing, net tcp listener adapter, and net pipe listener adapter. The tss checked the extract transform load (etl) process and confirmed it was current. After logging into the es server, the tss verified that the synchronization server status was running and checked the last heartbeat, which was also current. Additionally, the ad sync logs were reviewed, no errors were found, and the server rebooted. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server new orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.